Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on a performa meter, compared to two labs, within 10 minutes: 82 mg/dl (performa), 42 mg/dl at first lab, and 37 mg/dl at 2nd lab. No adverse event reported. Test strips are no longer available; meter requested for evaluation and replacement was provided.